Manufacturer narrative:
Block h10: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (ligator housing only) was analyzed, and a visual evaluation noted that the ligator housing returned had two bands attached and they were moved and overlapped. The suture thread was not returned, and it was fully unfolded from the ligator housing. The ligator housing still had two bands attached. The teeth and the suture hole of the ligator housing were in good condition. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the suture thread was fully unfolded from the ligator housing, but two bands were still attached to the ligator housing, and the bands were moved and overlapped. This suggests that the device could not deploy. It is possible that an incorrect tension could have been applied, affecting the device operation and moving the bands out of place, twisting and overlapping them. Perhaps the manipulation or the technique used, could have contributed to this event. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the digestive tract during a hemostasis procedure to treat varicose in the digestive tract performed on (B)(6) 2023. During the procedure, the bands could not be deployed. The procedure was completed with a different device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the digestive tract during a hemostasis procedure to treat varicose in the digestive tract performed on (B)(6) 2023. During the procedure, the bands could not be deployed. The procedure was completed with a different device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h10: imdrf device code a050501 captures the reportable event of bands unable to deploy.